Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-s1 anterior fusion using rhbmp-2/acs at multiple levels, reportedly with improper I nstrumentation. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2008 the patient underwent exploration of retroperitoneum and exploration of left and right common iliac artery and veins, inferior vena cava and aorta for mobilization of these structures off the anterior surface of the spine for exposure of the l4-5 and l5-s1 disc spaces for fusion surgery. Preoperative diagnosis: degenerative disc disease of the l4-5 disc space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.